Event description:
Customer's family member reported that the customer was feeling cold, shaky, clammy, lightheaded and disoriented although the obtained reading on his freestyle freedom blood glucose monitor was showing 108 mg/dl. The customer was transported to the hosp and diagnosed with severe hypoglycemia. Some orange juice, catorade, a sandwich and soup were given to get his glucose level up. The reference reading of 40 mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the"c" zones showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been returned and evaluated. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.